Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation because the customer had disposed of it. Since the device was not returned, physical investigation of the guidewire could not be performed.

Event description:
As reported, physician experienced difficulty removing guidewire from icy catheter when attempting to place the catheter. No additional information was provided. There was no report of patient consequence. No further information was provided.